Event description:
Per the physician, the painful stimulation, voice alteration and headache experienced were due to vns stimulation. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Patient was reported to be experiencing painful stimulation, voice alteration and headache when the device is going off every 3 minutes. The patient had a battery replacement earlier in the day and was later admitted to the hospital. Local representative went and turned off the patient's device and the symptoms resolved. System diagnostics were performed and no issues were observed. No additional relevant information has been received to date.